Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with cracked display window corners, battery tube threads, belt clip slot,scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.